Manufacturer narrative:
E1 facility name: (B)(6) hospital. Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that a non-sterile balloon may have been used on the patient during a therapeutic procedure. The procedure was completed with the device. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information from the customer. See b5 this event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported that it was unknown if the procedure was delayed or how the procedure was completed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The manufacturing date was unable to be determined. Based on the results of the investigation, the sterilization issue may have been caused by the user misunderstanding the labeling. However, because the device was not returned for evaluation, the definitive root cause of the event could not be determined. The handling method on the non-sterile balloon¿s label stated ¿sterilize as needed¿, but the handing method on the package leaflet states ¿sterilize certainly¿. At the facility, it was left unsterilized. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿be sure to sterilize with ethylene oxide gas before use. About the sterilization method, refer to the instruction manual of the ethylene oxide gas sterilizer. Refer to the table 1 and table 2 for ethylene oxide gas sterilization conditions.¿ olympus will continue to monitor field performance for this device.